Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor. A severe hypothermia pt, the device was unable to obtain an ECG signal via stat padz. Complainant indicated that the clinician obtained another set of stat padz to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.